Event description:
For the past month the department has been having difficulty with the pouch tear on the heat seal sterilization pouch. It rips rather than tears. They are all from the same lot. Trying to determine if there is a problem with the product or staff handling. The ripping instead of peeling contaminates the instrument so it is unable to be used and must be reprocessed.======================manufacturer response for heat seal sterilization pouch, heat seal sterilization pouch (per site reporter).======================stated they have had no other compliants. Suggested they come in to retrain staff on opening of package.